Manufacturer narrative:
Product complaint # (B)(4). Batch # r59n13. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: it was reported that the device felt a little abnormal when closing the firing trigger; but the device was fired, trigger returned, and safety was reset after firing. The staple line was fine. The nurse noticed that the knife had not retracted when opening the device to inspect the donuts.

Event description:
It was reported that upon firing the stapler for the gastrojejunostomy closure, the knife blade remained in the up position. Staples appeared to form appropriately but concern regarding the knife blade not retracting once pressure was released on the handle. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r59n13. It was reported that during the procedure, the knife did not return after the firing sequence when the trigger was returned. The device was received with the anvil closed and the safety on. Upon opening the anvil using the adjustment knob, the knife and driver tips appeared to be extended past the guide face, despite the trigger being fully open. The washer was noted to be cut and a complete tissue donut was present. Blood and residue covered the driver making it difficult to identify the condition of the driver tips. The knife appeared to be undamaged. Due to the condition of the device, no functional test was performed. The device was CT scanned to identify the condition of the internal components without further damaging the device. The CT image showed that the compression element ¿post¿ was disengaged from the firing clip. For this reason, the firing system (including driver/knife) was no longer connected to the firing trigger. This explains why the knife/driver remains extended even when the trigger is returned. The following image shows how the firing clip is angled and resting above the compression element. It is not attached to the compression element ¿post¿. Batch history record was reviewed, did not appear to be ncr¿s related to the complaint during the manufacturing process.

Manufacturer narrative:
(B)(4).